Event description:
It was reported this a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. After the deployment process it was observed that the clip was staying on the atraumatic tip of the clip delivery system (cds). The physician tried slow, small movements with the cds and the guide to get the clip to disconnect from the system. After a few minutes the clip fully deployed in a stable position. Mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.